Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged/detached downstream occlusion (dso) seal. Functional testing noted a defective dso sensor. The dso sensor, and dso seal were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not switch on. There was no patient involvement.